Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold, dislodged and caused the patient to experienced muscle or pocket stimulation. This left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.